Event description:
On (B)(6) 2012, a male pt was seen at the emergency room regarding upper respiratory infection. An x-ray showed a pneumothorax. A cook pneumothorax set catheter was placed over the trocar into the intercostal space and advanced up posterior and laterally ensuring the most distal hole is with the chest wall. One suture of 2.0 silk suture was placed in the incision and the tube was secured. The dressing was placed over the tube and the valve was placed and suction was applied to the pleura-vac pt. Per the pt's request, was sent home with instructions. On (B)(6) 2012, the pt returned to the emergency room with respiratory distress and heard a sucking sound of air. On arrival he was noted to have a fractured connection device at the cook catheter. No trauma hx to the area. The chest tube was replaced with no complications. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence. Add'l info from uf report: on (B)(6) 2012: pt presented to ed with upper respiratory infection. He had been sent over to hosp after a visit to an immediate care where his chest x-ray showed a pneumothorax. On exam he had absent breath sounds in the l upper lobe and decreased throughout the rest of the l side. The r lung was clear to auscultation. The cook catheter was inserted over the trocar into the intercostal space and advanced up posterior and laterally ensuring the most distal hole is within the chest wall. One suture of 2.0 silk suture was placed in the incision and the tube was secured. The dressing was placed over the tube and the valve was placed and suction was applied to pleura-vac. Pt given option of hospitalization or out pt therapy and he chose out pt. He was given chest tube instructions for d/c and surgeon f/u was made. On (B)(6) 2012, pt returned to ed with respiratory distress and heard a sucking sound of air. On arrival he was noted to have a fractured chest tube that had separated from the connection device at the cook catheter. No trauma hx to the area. The chest tube was replaced with no complications.

Manufacturer narrative:
Expiration date unk as lot# is unk. The complaint device was returned in a used and damaged manner. Per specs, quality control confirms that the findings are secure at the glue joint via a manual tug and twist. The instructions for use (IFU) instructs the clinician to perform inspections of the catheter and connections regularly. One used device was returned. Separation of the device was confirmed at the connection between the shaft and hub. The catheter shaft material had pulled from the hub and no portion of the shaft material remained inside of the cap and adapter. Further examination of the device showed that the flare was slightly undersized. Quality controls confirms that the fitting is secure at the glue joint via a manual tug and twist. The product IFU instructs the clinician to perform inspections of the catheter and connections regularly. A CAPA was previously issued and implemented the use of flare stops and torque drivers to the production of these devices. These changes were implemented on (B)(6) 2012. Although there was no lot number provided, since the date of the event was recorded as (B)(6) 2012, it is highly likely that this device was mfg prior to the implementation of the CAPA. We will continue to monitor for similar complaints and have notified the appropriate internal personnel. Per the conclusion of quality engineering risk assessment, no further mitigating actions are necessary at this time. Add'l info from uf report: cook catheter with heimlich valve. Chest tube. Cook medical. Catalog# g03301, other: (B)(4). Device available for evaluation: 03/19/2012.